Event description:
New information received indicated that the patient was well post-procedure.

Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and the cause could not be conclusively determined.

Event description:
It was reported there was low rv pacing impedance. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).